Manufacturer narrative:
On 24-jan-2019: the distributor advised that no follow-up information is available for this case as the reporter is not cooperative with providing further information, consequently a review of the DHR was not possible as it was not possible to obtain the lot number. The device remains implanted in the patient and cannot be returned; therefore no analysis was possible. No device malfunction has been reported or identified and no corrective and preventative action (CAPA) plan has been identified as a result of our investigations. At this time no information is available to confirm or deny the alleged event. Liver dysfunction or decompensation (hepatic failure) is a known complication of chemoembolization, but may also result from progression of underlying disease) and is listed in our IFU/risk management documentation. Also the basic warnings regarding usage on elderly patients states: "physiological liver function is generally reduced in the elderly, easily leading to adverse events. Physicians should consider the patient's status and use of the product with caution". Without further information it is not possible to identify any causal link between the reported event and the device. At this time this report is considered final.

Manufacturer narrative:
On 24-jan-2019: the distributor advised that no follow-up information is available for this case as the reporter is not cooperative with providing further information, consequently a review of the DHR was not possible as it was not possible to obtain the lot number. The device remains implanted in the patient and cannot be returned; therefore no analysis was possible. No device malfunction has been reported or identified and no corrective and preventative action (CAPA) plan has been identified as a result of our investigations. Btg medical assessment: hepatic failure - serious grade 4 severity leading to death. Possibly related to the device. Liver dysfunction or decompensation is a known complication of chemoembolization, (but may also result from progression of underlying disease) and is listed in the IFU/risk management documentation. The basic warnings regarding usage on elderly patients states: physiological liver function is generally reduced in the elderly, easily leading to adverse events. Physicians should consider the patient's status and use of the product with caution. Hepatic failure - serious adverse event - not related. Severity grade 4 leading to death. At this time no information is available to confirm or deny the alleged event. Liver dysfunction or decompensation (hepatic failure) is a known complication of chemoembolization, but may also result from progression of underlying disease) and is listed in our IFU/risk management documentation. Also the basic warnings regarding usage on elderly patients states: "physiological liver function is generally reduced in the".

Event description:
Date unknown: a male patient in his 90s received tace using dc beads. On (B)(6) 2018: the patient experienced hepatic failure. The subject was discharged a month after tace using dc beads, but hepatocellular carcinoma (hcc) recurred. On (B)(6) 2018: four months later, the patient died due to hepatic failure. Additional information received on jan/29/2019: on (B)(6) 2018: hcc recurred about one month after the discharge, and the patient died due to hepatic failure two month after the recurrence of hcc. Child-pugh classification was b. Physician's comment as below: hepatic failure was considered to be associated with hcc.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms. Dc bead with gelpart and lipiodol is considered off-label use. A btg medic reviewed the information available as follows: hepatic failure - serious adverse event possibly related to device. Grade 4 severity leading to death. Liver dysfunction or decompensation is a known complication of chemoembolization, (but may also result from progression of underlying disease) and is listed in the IFU/risk management documentation. The basic warnings regarding usage on elderly patients states: physiological liver function is generally reduced in the elderly, easily leading to adverse events. Physicians should consider the patient's status and use of the product with caution. Further follow up is being actively pursued. The device remained implanted in the patient therefore it is not available for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction/deficiency has been identified at this initial stage.

Event description:
Date unknown: a male patient in his 90s received tace using dc beads. On (B)(6) 2018: the patient experienced hepatic failure. The subject was discharged a month after tace using dc beads, but hepatocellular carcinoma (hcc) recurred. On (B)(6) 2018: four months later, the patient died due to hepatic failure. The physician reported "the death was due to disease progression of hcc, and thus was not considered to be related to dc bead. However, the causality could not be completely ruled out."